Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 34 mg/dl. Current blood glucose level was 143 mg/dl. Other blood glucose level were 48 mg/dl. Customer treated low blood glucose with sweet pie. Customer also had high blood glucose of 333 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of low blood glucose. Customer was not using insulin pump on auto mode. Insulin pump will not be returned for analysis.